Event description:
It was reported that foreign matter was found within the bd plastipak ¿ sterile syringe. The following information was provided by the initial reporter, translated from spanish to english: at the moment of reconstituting amal (ondansetron) in the syringe, it presented a white precipitate. The syringe had only the drug, no other solution.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the bd plastipak ¿ sterile syringe. The following information was provided by the initial reporter, translated from spanish to english: at the moment of reconstituting amal (ondansetron) in the syringe, it presented a white precipitate. The syringe had only the drug, no other solution.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.